Manufacturer narrative:
The proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; d224trk ICD, implanted: (B)(6) 2013; 5076 lead, implanted: (B)(6) 2005; 4194 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for oversensing and noise. As well, it was indicated that the lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.